Event description:
Related manufacturer report number: 2017865-2023-38290; related manufacturer report number: 2017865-2023-38291; related manufacturer report number: 2017865-2023-38292. It was reported, that the patient presented in clinic with redness, swelling and discharge due to infection. Upon investigation, the pacemaker system was eroded. The pacemaker, atrial lead, right ventricular lead, and left ventricular lead were explanted. The patient experienced no consequences.